Event description:
In 2004, the female patient received a cordis stent (location unknown). On two weeks later, the patient received two taxus stents (location unknown). In 2005, the patient developed cardiovascular complications and coronary vessel and stent occlusion requiring emergency surgery. No additional information is available.

Manufacturer narrative:
The product remains implanted in the patient and is not available for analysis. Additional information will be submitted within thirty days upon receipt.